Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was found to under deliver with an accuracy error of -5.4576%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had volume delivery errors during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 2400100000-2022-8066 for this event. The following information was provided by the customer in the medwatch report. The reporter clarified that the initially reported ¿volume delivery errors¿ was an underinfusion. Vancomycin was programmed to run as a primary infusion. The intravenous tubing (IV) was attached to a lumen of a peripherally inserted central catheter (PICC) line. The volume to be infused (vtbi) was set at 250cc. This was the volume stated on the pre-compounded bag from the pharmacy. The programmed rate was 167cc/hr. When the pump alarmed that the vtbi was complete, there was ¿still a significant amount of fluid in the bag¿. There were no IV pump alarms during the infusion. The operator kept adding more volume to the pump in an attempt to get the entire bag to run. Ultimately, the pump indicated that 315cc was infused; however, there was only 250cc in the bag. The bag was not cold or made from ¿hard¿ material. This occurred during infusion in the critical care area. There was no report of patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.